Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 control panel mrp 150. The incident occurred in (B)(6). The serial read-out of the pump has been provided and analyzed. Several over occlusion warnings were stored in the micro-controller and that after the first run an error code was shown due to a too strong setting of the pump occlusion. Results revealed that the device properly worked. In this case, the user should adjust the occlusion settings or the pump speed.

Event description:
Livanova (B)(4) received a report that a s5 control panel mrp 150 stopped during priming.there was no patient involvement.